Event description:
It was reported that there was a travel course error. The event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The devices were visually inspected and found damaged right plunger case. The event history log was reviewed and there was an alarm related to travel reverse error. The customer reported issue was confirmed by checking the alarm history. The pump is repaired by replacing the left and right clutch, worm gear, worm coupling, and motor. Replaced the right plunger case because it is cracked. The service history review had no indication that the complaint was related to a service of the device within the review period. The pump is calibrated and greased and reset standard configuration. The device passed all functional testing after repair.